Manufacturer narrative:
The technician found the scale was off due to the scale not being zeroed before the bed exit was set, user error. Per the hill-rom user manual, warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. The scale was zeroed by the technician and the bed exit system functioned as designed, no repair needed, based on this information, no further action is required.

Event description:
The technician found the bed with a note stating the bed exit does not function. The bed was located in the hallway at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).